Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's right ventricular (rv) lead presented with rising lead impedance and high capture thresholds. No changes were reported, and no patient symptoms reported.